Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
Approximately 2 years postop an initial left tsa, this (B)(6) female patient was experiencing painful left shoulder, with no signs of loosening or infection. Surgeon brought in for exploratory revision. Shoulder seemed fine, but surgeon decided to replace the liner and upsize from a +0 38mm to a +2.5 38mm. All components seemed stable. Surgeon expects patient to do fine and they left or stable. Devices not returned due to facility policy. Patient was last known to be in stable condition following the event.